Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-05017. It was reported that patient experienced a numbing and tingling sensation over his body. It was noted that the sensation may be due to possible infection and erosion of lead and extension. Patient had stated that approximately 6 months ago lead and extension started to erode and became superficial through the skin causing a hole in the mid back. As such, patient underwent a surgical intervention on (B)(6) 2018, wherein patient¿s lead and extension were explanted. Patient¿s symptoms have resolved post operation. Patient's ipg was previously explanted due to infection.